Manufacturer narrative:
Unable to charge unit or perform functional test due to moisture damage/corrosion at the battery connector pins. (B)(4).

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.